Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion messages which were confirmed but not reproduced through further testing. The eval also found the fluid numbers to be within specification. A cause was not determined. The upstream sensor was replaced and the device was calibrated per baxter's service procedure.

Event description:
During baxter's eval of a spectrum pump it displayed a false upstream occlusion message. There was no pt involvement.